Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer needle clogged/blocked. Can you confirm the number of occurrences in this event? More than 5 times from product ref 305916 lot 2024138.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: thirty-eight samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Probable root cause is unknown.